Manufacturer narrative:
The reported event of noise was confirmed. Fracture was not confirmed. As received, a complete lead was returned in one piece with the extraction wire stuck inside. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil that is consistent with friction to another device or feature of patient's anatomy. The cause of the reported event was isolated to the external insulation abrasion. Electrical testing did not find any conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies.

Event description:
Related manufacturing reference number: 2017865-2021-30629. It was reported that the patient presented in clinic for follow up. Device interrogation revealed that both, right atrial and right ventricular, leads exhibited over-sensed noise due to suspected conductor fracture. Both leads were explanted and replaced. The patient was in stable condition.